Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: enlarged lymph nodes.

Event description:
Patient reported a right side exchange from textured to smooth implants due to the patients concerns with the product and "enlarged lymph nodes". Device remains implanted.

Manufacturer narrative:
Aware date in supplemental medwatch 1 should have been listed as 26sep2023.

Event description:
Patient reported a right side exchange from textured to smooth implants due to the patients concerns with the product and "enlarged lymph nodes". Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.